Manufacturer narrative:
H.6. Investigation: no samples were received for investigation of the complaint; however the customer has indicated that an occlusion was identified during use of a maxzero extension set. No further information was available regarding the model code of the affected product. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the unspecified bd alaris¿ pump had flow issues and pushed fluid back through the connected maxzero device to the IV set, where air was visible. The following information was provided by the initial reporter: "one of the wards had tried to commence and iron infusion using a pump through a single maxzero extension. The pump was showing occlusion and the fluid could be seen to be pushed and drawn back through the maxzero to the IV giving set. Air was clearly visible in the IV giving set. The pump was at waist height and the IV giving set went from pump to floor and up to patient. The customer who reported feels this was a pump issue and had enquired if there were any similar issues reported elsewhere. Ward staff replaced both pump and maxzero and the infusion was then delivered to patient without incident."

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd alaris¿ pump had flow issues and pushed fluid back through the connected maxzero device to the IV set, where air was visible. The following information was provided by the initial reporter: "one of the wards had tried to commence and iron infusion using a pump through a single maxzero extension. The pump was showing occlusion and the fluid could be seen to be pushed and drawn back through the maxzero to the IV giving set. Air was clearly visible in the IV giving set. The pump was at waist height and the IV giving set went from pump to floor and up to patient. The customer who reported feels this was a pump issue and had enquired if there were any similar issues reported elsewhere. Ward staff replaced both pump and maxzero and the infusion was then delivered to patient without incident."